Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 2 of 5 on the homechoice machine(hc). The technical service representative(tsr) assisted the caregiver(cg) to cycle power. System error 2367 alarm occurred. The tsr assisted the cg to cycle power again to get to press go to start. The tsr advised the cg to start over with new supplies or perform continuous ambulatory peritoneal dialysis. The tsr advised the cg to inform the nurse of the event. The cg was contacted on (B)(6) 2011. The cg stated, this was an isolated event. The cg stated that the home patient(hp) did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.